Event description:
It was reported that t:slim X2 pump battery would not charge and a power source alert appeared around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable, wall adapter, and a working outlet, and pump ultimately showed full battery without further troubleshooting, with no changes made to the charging supplies.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.